Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during surgery, they noticed that lens was found to be the correct dioptric power and model and was in proper condition. It was placed in the injector and injected into the capsular bag. As it emerged from the injector it was identified that the lens was broken with a partial cut separating part of the optic and the trailing haptic. The trailing portion of the lens was able to be removed before it entered the eye but the rest of the lens did enter the eye. It was cut into smaller pieces with lens cutting scissors and removed with microforceps. A new lens was inspected and found to be the correct size and model and was injected into the eye. There was no injury incurred and no equipment involved. Additional information has been requested.